Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a change cartridge error message while attempting to load a cartridge. The customer was unsure if the event impacted their blood glucose (bg) level. However, the customer reported a bg level of over 400 mg/dl throughout the day and it was addressed with a correction bolus via the pump. The customer reported a bg level of 180 mg/dl after the bolus was delivered. Reportedly, the customer was able to load a cartridge and resume insulin delivery.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.